Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of myopotential oversensing were observed on the device. The patient was called in to clinic and the device was reprogrammed to resolve the event. The patient was in stable condition.